Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unknown. Event description: translation: during a laparoscopic cholecystectomy, the clips cas00 applied delivered one clip on two applications, no consequence due to team vigilance. Patient status: unknown. Intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the remaining clips loaded and closed properly. The event unit met current specifications. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: translation: during a laparoscopic cholecystectomy, the clips cas00 applied delivered one clip on two applications no consequence due to team vigilance. Patient status: unknown. Intervention: unknown.